Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user describes hearing interruption with dizziness/vomiting.

Manufacturer narrative:
Device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The user describes hearing interruption with dizziness/vomiting beginning in (B)(6) 2017 and continuing until (B)(6) 2017 when she came in to have the device checked. The recipient was re-implanted